Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dry cough, dry mouth with choking sensation for the last 3 month and has been diagnosed with thyroid cancer and a brain tumor. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, dry cough, dry mouth with choking sensation for the last 3 month and has been diagnosed with thyroid cancer and a brain tumor that are related to CPAP device's sound abatement foam. The reported events were reviewed by the manufacturer's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there is an unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box and in the iso port (international organization of standardization). Dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was also unable to address the patient's symptoms specified. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Sections d9, g3, h2, h3, h6 has been updated in this report.